Event description:
It was reported that when using the bd epicenter¿ single user software, the antibiotic's ampicillin and amoxicillin/clavulanate were not changed to resistant causing one false result. No patient impact reported at this time.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that when using the bd epicenter¿ single user software, the antibiotic's ampicillin and amoxicillin/clavulanate were not changed to resistant causing one false result. No patient impact reported at this time.

Manufacturer narrative:
Investigation summary the customer is using the bdxpert pud 7.21a software according to eucast on their epicenter (443972/ sn (B)(6)) system. The pud 7.21a is part of the epicenter software. The customer noticed that in the condition of the expertrule 764 not all " enterobacter cloacae complex" species are included. The following species are missing "e. Kobei", "e. Ludwigii", "e. Mori" and " e. Xiangfangensis". As a result, the antibiotics ampicillin and amoxicillin/clavulanate were not changed to resistant. The results produced were due to the customer not having the latest software version. Rule 764 was updated in the v7.41a pud release with an update to the rule to fire on the subgroup of entb_clox which will automatically include all current and future species within that subgroup. Currently, the species "e. Kobei", "e. Ludwigii", are included in entb_clox sub group while "e. Mori" and " e. Xiangfangensis" are not included. This is a confirmed complaint of a bd product. Complaints for software were under statistical control for the month of may. No trends indicated. Device history record review is not required for standalone software. Complaints received for this device and reported condition will continue to be tracked and trended.